Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a variceal banding procedure, performed on (B) (6)2009. According to the complainant, during preparation upon opening the package, they found that the wire was jammed in the spool. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event.